Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error lec 1720. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported "ec 1720" problem was duplicated. This is power backup capacitor failure. The system is not reading the correct voltage on the backup cap and a repair or replacement is required. The failure is intermittent in nature but has been duplicated and is recorded in the event log numerous times. The cause of the reported issue was noted to be faulty backup capacitor. Service will replace the backup capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.